Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under comp (B)(4). A review of the device's service log revealed that a delivery failure alarm occurred due to an apparent inter-processor link (ipl) failure between the device's monitoring processor and delivery processor. Although identified in the service log, the regional service center (rsc) did not experience a delivery failure alarm during testing. The root cause for this occurrence was likely due to a malfunctioning pca main board. As a result, the device's pca main board was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2020, a customer from (B)(6) reported a delivery failure alarm for inomax dsir plus (B)(4). The device was being used on a patient during the time of malfunction, however no patient harm was reported. On (B)(6) 2020, a delivery failure alarm due to an apparent inter-processor link (ipl) failure was identified by a mallinckrodt employee during a routine service log review. This service log finding meets the criteria of a reportable malfunction as it was located at a user's facility and set to administer a dose of inhaled nitric oxide (no) at the time of the event. This device was located in (B)(6) when the reportable malfunction occurred.